Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery. The adapt tool confirmed power error 25 and low battery alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had low battery alarm or short battery life and replace battery alarm. After insulin pump restart the pump did not go to full battery and stilled showed that, the insulin pump was half way good. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.